Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding assembly issues involving a cocr head was reported. The event was not confirmed. The device was functionally acceptable with a dimensionally in spec stem pulled from finished goods. The reported device was accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The investigation concluded that assembly issue was user related. A functional test could not confirm the reported event.

Event description:
It was reported that initial seating of mdm insert/femoral head failed, head would not adhere to trunnion. A second head was opened, no problems with second implantation.

Event description:
It was reported that initial seating of mdm insert/femoral head failed, head would not adhere to trunnion. A second head was opened, no problems with second implantation.